Event description:
It was reported that an episode of vf was recorded due to noise. An increase in impedance was also noted. Lead was explanted, except for the tip. The patients condition was good after the event.